Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels were low. The patient was confused and lost consciousness for a short period of time. It is unknown how long the patient was wearing the pod for when the event occurred. The patient applied a new pod.